Manufacturer narrative:
December 01, 2015 11:36 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"During the surgery a blood leakage on the drainage side was detected. The product was replaced and the surgery was finished successfully. No adverse effects on the patient." (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned and forwarded to the supplier for investigation with the following outcome: swirled and torn fibers could be detected. Reportedly, even though the customer noticed the air bubbles during priming he used this product for the surgery without replacing. Products with this kind of failure (swirled and torn fibers) would have been detected and scrapped by the automated 100% fiber integrity test at the end of the manufacturing process. Potential root cause for this type of failure: high flow and/or pressure during preparation and use of product. There is no information available indicating a general lot issue. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).